Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that (B)(6) 2017 during insertion of the intra-aortic balloon (iab) into femoral artery of a pulmonary edema patient it was unable to be advanced. A second iab advanced successfully. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that (B)(6) 2017 during insertion of the intra-aortic balloon (iab) into femoral artery of a pulmonary edema patient it was unable to be advanced. A second iab advanced successfully. The manufacturer was made aware on (B)(6) 2017 that the patient expired, but the facility does not attribute it to the device.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to duplicate the reported alarm. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that (B)(6) 2017 during insertion of the intra-aortic balloon (iab) into femoral artery of a pulmonary edema patient it was unable to be advanced. A second iab advanced successfully. The manufacturer was made aware on (B)(6) 2017 that the patient expired, but the facility does not attribute it to the device.